Event description:
It was reported by the rep that the device was used during a laparoscopic ventral hernia repair. It was reported the trocar gasket tears were leaking co2. The trocars were replaced during the procedure in order to complete the operation. There was no consequence to the pt.